Event description:
It was reported to the manufacturer by the end user, per the end user, the caregiver injured their back trying to assist the patient to ingress/egress. No medical attention has been sought for the back injury. (B)(4) were entered into our system to have the mattress, control unit and bed returned to joerns for investigation. As of this writing, the mattress, control unit and bed has not been returned.